Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that this repair kit was used in (B)(6) 2017. During infusion a leak was observed from between the catheter and the connecting sleeve. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but how the catheter was damaged cannot be determined. One repair segment was received attached to a 2.5 cm segment of white tubing. The catheter had been cut 1.6cm from the distal end of the splice sleeve and the remainder of the catheter was not returned for investigation. Only one layer of tubing was visible distal to the repair site. Tape was wrapped around the section of tubing distal to the repair. A functional test revealed fluid leaking from a hole in the catheter at the distal end of the splice sleeve. No fluid leaked from the repair site. A microscopic examination of the leak site revealed a curved breach in the circumferential direction. A layer of adhesive was observed on the external surface of the catheter around the hole. A portion of the adjoining surfaces of the breached catheter exhibited a glossy surface. The remaining surface of the breached catheter exhibited a granular surface. The evidence of use suggests that the catheter was damaged while the catheter was implanted, but how the catheter was damaged could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that this repair kit was used in (B)(6) 2017. During infusion a leak was observed from between the catheter and the connecting sleeve. No patient harm reported.